Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/02/2014 with the following findings: the complaint was unable to be investigated due to an unrelated blank screen issue. A display flex cable defect was found. Replacement with a test display returned the pump¿s display function to specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.